Event description:
It was reported that the user experienced a hyperglycemic event with a blood glucose level up to 400 mg/dl, without symptoms, and stated that the ilet corrected the glucose to 190 mg/dl before the device¿s screen was cracked; the user then transitioned to multiple daily injections. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included self-management without hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed a user-reported device screen damage while glycemic correction was occurring; the cause of the preceding hyperglycemia was not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.